Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken edge, sharp opening on the anterior, and wear abrasion near the broken edge/opening site assessed as surgical impact. A dimensional measurement in the shell was performed which identify the thickness within specification. Based on the device analysis, the final assessment was a sharp broken edge on the anterior due to surgical impact, and one sharp opening on the anterior due to surgical impact.

Event description:
Healthcare professional reported right side "implant rupture with palpable mass" and "removal due to voluntary market withdrawal." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "implant rupture with palpable mass" and "removal due to voluntary market withdrawal." Device has been explanted.